Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was preformed. The evaluation confirmed and reproduced the downstream sensor being out of calibration. The downstream sensor was failing. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump's downstream sensor was out of calibration. This occurred at the initial testing of the device, before being used on any patients. There was no patient incident.